Event description:
This ra was implanted on (B)(6) 2014, and remains implanted at this time. Call to technical services placed on 12/13/2016, stated that this lead had an impedance issue of > 2000 ohms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).